Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse reported the patient was hospitalized to have his catheter removed. Additional follow-up revealed the patient was hospitalized on (B)(6) 2017 due to an episode of klebsiella oxytoca peritonitis. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient¿s peritoneal dialysis catheter was removed due to the infection and a back-up hemodialysis access catheter was placed for the patient to begin hemodialysis treatments. Per pdrn the patient was discharged on (B)(6) 2017 and as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis have resolved, and the patient continues in-center hemodialysis treatments without issue. The pdrn stated it is not believed at this time that the patient will be returning to peritoneal dialysis. Per pdrn the sample was discarded and was not available for return. The lot number was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse reported the patient was hospitalized to have his catheter removed. Additional follow-up revealed the patient was hospitalized on (B)(6) 2017 due to an episode of klebsiella oxytoca peritonitis. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient¿s peritoneal dialysis catheter was removed due to the infection and a back-up hemodialysis access catheter was placed for the patient to begin hemodialysis treatments. Per pdrn the patient was discharged on (B)(6) 2017 and as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis have resolved, and the patient continues in-center hemodialysis treatments without issue. The pdrn stated it is not believed at this time that the patient will be returning to peritoneal dialysis. Per pdrn the sample was discarded and was not available for return. The lot number was unknown.

Manufacturer narrative:
Conclusion: there is a temporal association between the liberty cycler/ the liberty cycler set and the patient¿s klebsiella oxytoca peritonitis event which required hospitalization, pd catheter (not a fresenius product) removal and patient transition to hd therapy. However, there have been no reported allegations against a liberty cycler/ liberty cycler set device malfunction associated with a causal relationship to this klebsiella oxytoca event. Furthermore, the pd nurse reported the cause of the peritonitis infection was related to a breach in aseptic technique during ccpd treatment (patient reportedly did not wash hands or wear a mask). There is a likely causal relationship between the patient break in aseptic technique during ccpd treatment at home and the patient¿s subsequent development of klebsiella oxytoca peritonitis.

Event description:
Information in the complaint file was reviewed. It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 for klebsiella oxytoca peritonitis which required removal of the patient¿s peritoneal dialysis (pd) catheter. According to the peritoneal dialysis (pd) nurse, the patient had a hemodialysis (hd) catheter placed and was subsequently transitioned to hd therapy while hospitalized. Details of hd inpatient treatment course were unknown. It was further reported the patient was discharged from the hospital on (B)(6) 2017 on outpatient hemodialysis therapy without a plan to resume pd treatment. The pd nurse reported the source of the patient¿s klebsiella oxytoca peritonitis infection was a breach in aseptic technique (not washing their hands or wearing a mask) at home during ccpd treatment. Furthermore, there were no reported fluid leaks during ccpd treatment experienced by the patient prior to the development of peritonitis. Moreover, the pd nurse stated the patient¿s signs/symptoms (unknown) of peritonitis resolved and the patient continued outpatient hd without reported further issues.